Event description:
It was reported the system displayed a pre-charge error code. This resulted in a system shut down without command and thereafter failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.